Manufacturer narrative:
The manufacturer¿s field service engineer (fse) was dispatched to the site. Fse indicated that the unit failed crossover circuit test. Fse identified error code message of heated filter back pressure out of range in diagnostic log. Fse replaced the patient circuit to address the reported problem. Fse performed extended self-test and passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit failed crossover circuit test five times. The customer reported there was no patient involvement.